Event description:
No death reported. Customer reported a result of 386 mg/dl on his advantage system at 6:10 pm. He reported he had no symptoms of hyperglycemia at the time. Dr advised customer to take 35 units of 70/30 insulin if his blood glucose reading is over 300. Based on the reading of 386 mg/dl, customer took 40 units of 70/30 insulin. He then had a hypoglycemic event requiring professional medical treatment; emergency services meter result was 34 mg/dl 30 minutes later. He was transported to, treated at a hospital. The customer stated he had stored the test strips out of the original vial for 2 weeks. Product labeling instructs the user to store test strips in tightly capped original vial. Product labeling also instructs user, when test result does not match feelings to: run a control test. Repeat a blood sugar test. If your blood sugar results still don't reflect the way you feel, call you doctor immediately. When he returned from the hospital, he tested with one of the improperly stored strips, got results of 408 mg/dl, had no symptoms; 2 minutes later, he tested with strip from newly-opened vial, got 208 mg/dl. Despite improper storage, incident reported due to serious injury. A request was made for the return of the product, replacement was sent.